Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive on the lock screen. The customer's blood glucose was 130 mg/dl. During troubleshooting with tandem technical support, the touchscreen responded to presses. Reportedly, customer continued to use the pump for insulin therapy.